Event description:
It was reported that an ilet user experienced frequent loss of dexcom g7 glucose readings on the ilet while readings continued to display in the dexcom app, consistent with intermittent communication failure involving the sensor-to-pump connection and related antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized by intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.